Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Patient code c50789 pertains to prgmr (unknown) patient code c76143 pertains to lead, unknown (unknown). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported their trial began on (B)(6), trailing on the right side. On (B)(6) the patient used the bathroom and somehow pulled/moved/dislodged the lead and the right side is no longer working. The patient noted she is now on the left side which is working. The indication for use is unknown.